Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins). It was reported that patient said the stim never really worked for her and just wanted it out. Reprograming was done. The ins and leads were explanted on (B)(6) 2021. The issue was resolved.